Event description:
A home pt's (hp) spouse contacted baxter's technical service center (tsc) regarding a system error 2240 message that appeared on the display of the hp's homechoice machine during the initial drain cycle of automated peritoneal dialysis therapy. Reportedly, the hp had started the initial drain cycle prior to connecting transfer set to the pt line of the homechoice set. After noting this, the hp connected to the setup and attempted to perform therapy. Baxter's tsc assisted the hp's spouse in ending therapy early. Therapy was completed by setting up with new supplies. No pt injury or medical intervention was associated with this incident, per the hp's spouse.